Event description:
It was reported to covidien on 08/25/2009 that a customer had an issue with gauze. The customer stated that the gauze is shredding the patient's wound. The clinician was able to remove the pieces of gauze from the wound.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. (B) (4).